Manufacturer narrative:
Additional manufacturer narrative: the devices are not available for return. Additional investigation is on-going. If new information is received, a supplemental report will be filed.

Event description:
As reported during procedures with an intra-aortic occlusion device, the surgeon experienced problems with aortic root pressure monitoring and balloon migration. During cases in which balloon migration problems occurred, this issue would typically arise after approximately 30-40 minutes of the device use. To troubleshoot, the or team would attempt to deflate the balloon and reposition the intra-aortic occlusion device. In some cases they needed to remove the device and replace it with another one. When the problem occurred towards the end of the procedure, the surgery was completed under fibrillating heart. No adverse outcomes were reported for any of the patients. The quantity of events, event dates and additional event details are currently unknown.

Manufacturer narrative:
Additional manufacturer narrative: additional follow up has been made with the health care provider; however, no additional details regarding patients or procedures have been made available due to hospital policy. No devices are available for return. Therefore, we are unable to investigate and conclusively determine root cause for problems with the aortic root pressure values and balloon migration.